Manufacturer narrative:
The patient was born on an unreported date in 1966. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as non-compliance to the sterile technique (no further detail was provided). On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Thirteen days after onset, the peritonitis was resolved, the patient was recovered from the peritonitis event and antibiotic treatment was discontinued. At the time of this report, dianeal therapies were ongoing. No additional information is available.